Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain / pain pelvic/ mild, severe constant pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)") and genital haemorrhage ("persistent bleeding /abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2012, (B)(6) 2014.), human papilloma virus infection, endometrial ablation, gallbladder operation (laparoscopic) and cholecystectomy. Previously administered products included for an unreported indication: birth control pill from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, depression, sleepy, premenopause, back pain, mood change, blood in urine, increased urinary frequency, kidney stones, sexually active, spotting vaginal, hematuria, sensation of pressure nos, menses irregular, chest pain, fatigue, dizziness, shortness of breath, stomach ache, tension headache and irritable bowel syndrome. Family history included depression (aunt). Concomitant products included sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device insertion ("one side was difficult to place"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vulvovaginal mycotic infection ("yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pollakiuria ("frequent urination"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems or changes"), urinary incontinence ("inability to control bladder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with cefalexin (cephalexin), ketoconazole (nizoral), ibuprofen (motrin), paracetamol (tylenol regular), para-seltzer (excedrin), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cystitis, vaginal infection, urinary tract disorder, vulvovaginal mycotic infection, bladder disorder, urinary incontinence, pollakiuria, headache, vaginal discharge, complication of device insertion and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, fatigue, weight decreased, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: the essure device was inserted into the left tube and deployed without difficulty, there were 4 trailing coils noted. One side was difficult to place and was told I would need to go into the hospital at a later date to have the second one done. She is still breastfeeding. One coil implanted on (B)(6) 2014 and the second coil implanted on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: migration of essure device on (B)(6) 2015, CT pelvis without contrast for kidney stones: no acute abnormality in the abdomen or pelvis is demonstrated, incidental physiologic quantity of free fluid in the lower pelvis is noted. A small scar at the inferior pole of the left kidney is also noted. On (B)(6) 2016, transvaginal pelvic ultrasound showed, reason for exam: menorrhagia, w/regular cycles. Impression: essure coil seen on the right at the uterine fundus. Negative transvaginal pelvic ultrasound. On (B)(6) 2016, surgical pathology report: diagnosis: 1, left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. 2. Bilateral essure devices, removal: gross only. Clinical history: previous essure device placement, requesting sterility, material(s) submitted: 1: left fallopian tube 2: bilateral essure devices. Gross description: the surgical requisition slip(s) and specimen container(s) match patient's name, date of birth, and specimen description(s). 1, received in formalin labeled "left fallopian tube" is a fallopian tube that including the fimbriated end is 6.5 cm in length x 0.5 cm in diameter. Upon sectioning the tubal segment appears complete. There is no essure device within the lumen. Representative sections are submitted in one cassette labeled. 2. Received fresh labeled "bilateral essure devices" are three segments of coiled wire resembling essure devices. These are 1.5, 2.5, and 8 cm in length and range from 0.1 to 0.2 cm in diameter. There is a scanty amount of attached soft tissue. No sections are submitted. On (B)(6) 2017, surgical pathology report : clinical impression: abnormal uterine bleeding, pelvic pain gross description: the specimen is labeled "uterus, cervix, bilateral fallopian tubes" and consists of a symmetrical uterus with attached both fallopian tubes. The uterus measures 8.2 x 4.5 x 4 cm. The uterus without both fallopian tubes weighs 77 g. The right fallopian tube is detached from the uterus including essure device and sent to scisafe inc. The left fallopian tube with essure device is detached from the uterus and sent to saisafe inc. For preservation and maintenance. The surface of the uterus is tannish pink in color without adhesions. The ectocervix and endocervix are grossly unremarkable. Representative portion of anterior cervix is submitted in "a1." The endometrium measures 1 mm in thickness. The myometrium measures 1.6 cm in maximum thickness. No gross evidence of adenomyosis is seen. No tumor is identified grossly. Multiple representative sections of the endometrium, myometrium and serosa are submitted in "a3" to "a8¿. Microscopic description: sections of cervix show minimal to moderate koilocytotic atypia suggestive of human papilloma virus cyopathic effect. The endocervical glands are unremarkable. Cervix stroma contains normal number of chronic inflammatory cells. No definite evidence of dysplasia or malignancy is seen. The endometrium is in the proliferative phase of activity. No endometritis, hyperplasia, or malignancy is noted. The uterine myometrium exhibits no significant histologic abnormality. No adenomyosis or neoplasm is identified. Microscopic diagnosis: uterus (77 g) ,total laparoscopic hysterectomy with bilateral salpingectomy: uterine myometrium and serosa displaying no significant histopathologic abnormality. Proliferative endometrium. Minimal to moderate koilocytotic cervical atypia suggestive of human papilloma virus cytopathic effect. Right and left fallopian tubes with essure device sent to scisafe inc. For preservation and maintenance. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received: new event urinary tract infection were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain / pain pelvic/ mild, severe constant pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)") and genital haemorrhage ("persistent bleeding /abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2012, (B)(6) 2014.), human papilloma virus infection, endometrial ablation, gallbladder operation (laparoscopic) and cholecystectomy. Previously administered products included for an unreported indication: birth control pill from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, depression, sleepy, premenopause, back pain, mood change, blood in urine, increased urinary frequency, kidney stones, sexually active, spotting vaginal, hematuria, sensation of pressure nos, menses irregular, chest pain, fatigue, dizziness, shortness of breath, stomach ache, tension headache and irritable bowel syndrome. Family history included depression (aunt). Concomitant products included sertraline (zoloft). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device insertion ("one side was difficult to place"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), fungal infection ("yeast infection"), bladder disorder ("bladder problems or changes"), urinary incontinence ("inability to control bladder"), pollakiuria ("frequent urination"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with cefalexin (cephalexin), ketoconazole (nizoral), ibuprofen (motrin), paracetamol (tylenol regular), para-seltzer (excedrin), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cystitis, vaginal infection, urinary tract disorder, fungal infection, bladder disorder, urinary incontinence, pollakiuria, headache, vaginal discharge and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, fatigue, weight decreased, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: the essure device was inserted into the left tube and deployed without difficulty, there were 4 trailing coils noted. One side was difficult to place and was told I would need to go into the hospital at a later date to have the second one done. She is still breastfeeding. One coil implanted on (B)(6) 2014 and the second coil implanted on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: migration of essure device. On (B)(6) 2015, CT pelvis without contrast for kidney stones: no acute abnormality in the abdomen or pelvis is demonstrated, incidental physiologic quantity of free fluid in the lower pelvis is noted. A small scar at the inferior pole of the left kidney is also noted. On (B)(6) 2016, transvaginal pelvic ultrasound showed, reason for exam: menorrhagia, w/regular cycles. Impression: essure coil seen on the right at the uterine fundus. Negative transvaginal pelvic ultrasound on (B)(6) 2016, surgical pathology report: diagnosis: left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. Bilateral essure devices, removal: gross only. Clinical history: previous essure device placement, requesting sterility, material(s) submitted: left fallopian tube, bilateral essure devices. Gross description: the surgical requisition slip(s) and specimen container(s) match patient's name, date of birth, and specimen description(s). 1, received in formalin labeled "left fallopian tube" is a fallopian tube that including the fimbriated end is 6.5 cm in length x 0.5 cm in diameter. Upon sectioning the tubal segment appears complete. There is no essure device within the lumen. Representative sections are submitted in one cassette labeled 2. Received fresh labeled "bilateral essure devices" are three segments of coiled wire resembling essure devices. These are 1.5, 2.5, and 8 cm in length and range from 0.1 to 0.2 cm in diameter. There is a scanty amount of attached soft tissue. No sections are submitted. On (B)(6) 2017, surgical pathology report : clinical impression: abnormal uterine bleeding, pelvic pain gross description: the specimen is labeled "uterus, cervix, bilateral fallopian tubes" and consists of a symmetrical uterus with attached both fallopian tubes. The uterus measures 8.2 x 4.5 x 4 cm. The uterus without both fallopian tubes weighs 77 g. The right fallopian tube is detached from the uterus including essure device and sent to scisafe inc. The left fallopian tube with essure device is detached from the uterus and sent to saisafe inc. For preservation and maintenance. The surface of the uterus is tannish pink in color without adhesions. The ectocervix and endocervix are grossly unremarkable. Representative portion of anterior cervix is submitted in "a1." The endometrium measures 1 mm in thickness. The myometrium measures 1.6 cm in maximum thickness. No gross evidence of adenomyosis is seen. No tumor is identified grossly. Multiple representative sections of the endometrium, myometrium and serosa are submitted in "a3" to "a8¿ microscopic description: sections of cervix show minimal to moderate koilocytotic atypia suggestive of human papilloma virus cyopathic effect. The endocervical glands are unremarkable. Cervix stroma contains normal number of chronic inflammatory cells. No definite evidence of dysplasia or malignancy is seen. The endometrium is in the proliferative phase of activity. No endometritis, hyperplasia, or malignancy is noted. The uterine myometrium exhibits no significant histologic abnormality. No adenomyosis or neoplasm is identified. Microscopic diagnosis: uterus (77 g) ,total laparoscopic hysterectomy with bilateral salpingectomy: uterine myometrium and serosa displaying no significant histopathologic abnormality. Proliferative endometrium. Minimal to moderate koilocytotic cervical atypia suggestive of human papilloma virus cytopathic effect. Right and left fallopian tubes with essure device sent to scisafe inc. For preservation and maintenance. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet received: outcome updated for events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pain / pain pelvic/ mild, severe constant pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal )'), menorrhagia ('abnormal bleeding ( menorrhagia)') and complication associated with device ('essure related surgery (B)(6) 2017)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of births: (B)(6) 2012, (B)(6) 2014.), human papilloma virus infection, endometrial ablation, gallbladder operation (laparoscopic) and cholecystectomy. Previously administered products included for an unreported indication: birth control pill from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, depression, sleepy, premenopause, back pain, mood change, blood in urine, increased urinary frequency, kidney stones, sexually active, spotting vaginal, hematuria, sensation of pressure nos, menses irregular, chest pain, fatigue, dizziness, shortness of breath, stomach ache, tension headache and irritable bowel syndrome. Family history included depression (aunt). Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device insertion ("one side was difficult to place"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vulvovaginal mycotic infection ("yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pollakiuria ("frequent urination"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems or changes"), urinary incontinence ("inability to control bladder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding /abnormal bleeding") and vaginal infection ("vaginal infection"). The patient was treated with acetylsalicylic acid;caffeine;salicylamide (excedrin), cefalexin (cephalexin), ketoconazole (nizoral), paracetamol (tylenol regular), and surgery (essure related surgery (B)(6) 2017), hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, complication associated with device, cystitis, vaginal infection, urinary tract disorder, vulvovaginal mycotic infection, bladder disorder, urinary incontinence, pollakiuria, headache, vaginal discharge, complication of device insertion and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, fatigue, weight decreased, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered bladder disorder, complication associated with device, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: essure insertion detail: the essure device was inserted into the left tube and deployed without difficulty, there were 4 trailing coils noted. One side was difficult to place and was asked to go into the hospital at a later date to have the second one done. Was still breastfeeding. One coil implanted on (B)(6) 2014 and the second coil implanted on (B)(6) 2014. On (B)(6) 2016, surgical pathology report: diagnosis: 1, left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. On (B)(6) 2017, surgical pathology report : clinical impression: abnormal uterine. The endometrium is in the proliferative phase of activity. No endometritis, hyperplasia, or malignancy is noted. The uterine myometrium exhibits no significant histologic abnormality. No adenomyosis or neoplasm is identified. Microscopic diagnosis: uterus (77 g) ,total laparoscopic hysterectomy with bilateral salpingectomy: uterine myometrium and serosa displaying no significant histopathologic abnormality. Proliferative endometrium. Minimal to moderate koilocytotic cervical atypia suggestive of human papilloma virus cytopathic effect. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: no acute abnormality in the abdomen or pelvis is demonstrated, incidental physiologic quantity of free fluid in the lower pelvis is noted. A small scar at the inferior pole of the left kidney is also noted.. Hysterosalpingogram - on (B)(6) 2015: results: migration of essure device. Ultrasound scan vagina - on (B)(6) 2016: essure coil seen on the right at the uterine fundus. Negative transvaginal pelvic ultrasound.. Most recent follow-up information incorporated above includes: on 29-apr-2020: plaintiff fact sheet received. Event "postoperative complication" was added. Reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain / pain pelvic/ mild, severe constant pelvic pain") and genital haemorrhage ("persistent bleeding /abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2012, (B)(6) 2014.), (B)(6) infection, endometrial ablation, gallbladder operation (laparoscopic) and cholecystectomy. Previously administered products included for an unreported indication: birth control pill from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, depression, sleepy, premenopause, back pain, mood change, blood in urine, increased urinary frequency, kidney stones, sexually active, spotting vaginal, hematuria, sensation of pressure nos, menses irregular, chest pain, fatigue, dizziness, shortness of breath, stomach ache, tension headache and irritable bowel syndrome. Family history included depression (aunt). Concomitant products included sertraline (zoloft). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), cystitis ("bladder infection"), fungal infection ("yeast infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), pollakiuria ("frequent urination"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("inability to control bladder") and complication of device insertion ("one side was difficult to place"). The patient was treated with cefalexin (cephalexin), ketoconazole (nizoral), ibuprofen (motrin), paracetamol (tylenol regular), para-seltzer (excedrin), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, fungal infection, bladder disorder, urinary tract disorder, urinary incontinence, pollakiuria, headache, vaginal discharge and complication of device insertion outcome was unknown and the pelvic pain, genital haemorrhage, fatigue, weight decreased, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the essure device was inserted into the left tube and deployed without difficulty, there were 4 trailing coils noted. One side was difficult to place and was told I would need to go into the hospital at a later date to have the second one done. She is still breastfeeding. One coil implanted on (B)(6) 2014 and the second coil implanted on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: migration of essure device. On (B)(6) 2015, CT pelvis without contrast for kidney stones: no acute abnormality in the abdomen or pelvis is demonstrated, incidental physiologic quantity of free fluid in the lower pelvis is noted. A small scar at the inferior pole of the left kidney is also noted. On (B)(6) 2016, transvaginal pelvic ultrasound showed, reason for exam: menorrhagia, w/regular cycles. Impression: essure coil seen on the right at the uterine fundus. Negative transvaginal pelvic ultrasound on (B)(6) 2016, surgical pathology report: diagnosis: left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. Bilateral essure devices, removal: gross only. Clinical history: previous essure device placement, requesting sterility, material(s) submitted: 1: left fallopian tube 2: bilateral essure devices gross description: the surgical requisition slip(s) and specimen container(s) match patient's name, date of birth, and specimen description(s). Received in formalin labeled "left fallopian tube" is a fallopian tube that including the fimbriated end is 6.5 cm in length x 0.5 cm in diameter. Upon sectioning the tubal segment appears complete. There is no essure device within the lumen. Representative sections are submitted in one cassette labeled . Received fresh labeled "bilateral essure devices" are three segments of coiled wire resembling essure devices. These are 1.5, 2.5, and 8 cm in length and range from 0.1 to 0.2 cm in diameter. There is a scanty amount of attached soft tissue. No sections are submitted. On (B)(6) 2017, surgical pathology report : clinical impression: abnormal uterine bleeding, pelvic pain gross description: the specimen is labeled "uterus, cervix, bilateral fallopian tubes" and consists of a symmetrical uterus with attached both fallopian tubes. The uterus measures 8.2 x 4.5 x 4 cm. The uterus without both fallopian tubes weighs 77 g. The right fallopian tube is detached from the uterus including essure device and sent to scisafe inc. The left fallopian tube with essure device is detached from the uterus and sent to saisafe inc. For preservation and maintenance. The surface of the uterus is tannish pink in color without adhesions. The ectocervix and endocervix are grossly unremarkable. Representative portion of anterior cervix is submitted in "a1." The endometrium measures 1 mm in thickness. The myometrium measures 1.6 cm in maximum thickness. No gross evidence of adenomyosis is seen. No tumor is identified grossly. Multiple representative sections of the endometrium, myometrium and serosa are submitted in "a3" to "a8¿ microscopic description: sections of cervix show minimal to moderate koilocytotic atypia suggestive of human papilloma virus cyopathic effect. The endocervical glands are unremarkable. Cervix stroma contains normal number of chronic inflammatory cells. No definite evidence of dysplasia or malignancy is seen. The endometrium is in the proliferative phase of activity. No endometritis, hyperplasia, or malignancy is noted. The uterine myometrium exhibits no significant histologic abnormality. No adenomyosis or neoplasm is identified. Microscopic diagnosis: uterus (77 g) ,total laparoscopic hysterectomy with bilateral salpingectomy: - uterine myometrium and serosa displaying no significant histopathologic abnormality. - proliferative endometrium. -minimal to moderate koilocytotic cervical atypia suggestive of human papilloma virus cytopathic effect. - right and left fallopian tubes with essure device sent to scisafe inc. For preservation and maintenance. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new events, "fatigue, weight loss, abnormal bleeding (vaginal ), (abnormal bleeding ( menorrhagia), bladder infection, apareunia (inability to have sexual intercourse), yeast infection, bladder problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, nausea, migration of essure device and one side was difficult to place, frequent urination" were added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pain / pain pelvic/ mild, severe constant pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal )'), menorrhagia ('abnormal bleeding ( menorrhagia)') and complication associated with device ('essure related surgery ((B)(6) 2017)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of births: (B)(6) 2012, (B)(6) 2014.), human papilloma virus infection, endometrial ablation, gallbladder operation (laparoscopic) and cholecystectomy. Previously administered products included for an unreported indication: birth control pill from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, depression, sleepy, premenopause, back pain, mood change, blood in urine, increased urinary frequency, kidney stones, sexually active, spotting vaginal, hematuria, sensation of pressure nos, menses irregular, chest pain, fatigue, dizziness, shortness of breath, stomach ache, tension headache and irritable bowel syndrome. Family history included depression (aunt). Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device insertion ("one side was difficult to place"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vulvovaginal mycotic infection ("yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pollakiuria ("frequent urination"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems or changes"), urinary incontinence ("inability to control bladder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding /abnormal bleeding") and vaginal infection ("vaginal infection"). The patient was treated with acetylsalicylic acid;caffeine;salicylamide (excedrin), cefalexin (cephalexin), ketoconazole (nizoral), paracetamol (tylenol regular), and surgery (essure related surgery ((B)(6) 2017), hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, complication associated with device, cystitis, vaginal infection, urinary tract disorder, vulvovaginal mycotic infection, bladder disorder, urinary incontinence, pollakiuria, headache, vaginal discharge, complication of device insertion and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, fatigue, weight decreased, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered bladder disorder, complication associated with device, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: essure insertion detail: the essure device was inserted into the left tube and deployed without difficulty, there were 4 trailing coils noted. One side was difficult to place and was asked to go into the hospital at a later date to have the second one done. Was still breastfeeding. One coil implanted on (B)(6) 2014 and the second coil implanted on (B)(6) 2014. On (B)(6) 2016, surgical pathology report: diagnosis: 1, left fallopian tube, left salpingectomy: benign salpinx. Complete cross section identified. On (B)(6) 2017, surgical pathology report : clinical impression: abnormal uterine. The endometrium is in the proliferative phase of activity. No endometritis, hyperplasia, or malignancy is noted. The uterine myometrium exhibits no significant histologic abnormality. No adenomyosis or neoplasm is identified. Microscopic diagnosis: uterus (77 g) ,total laparoscopic hysterectomy with bilateral salpingectomy: uterine myometrium and serosa displaying no significant histopathologic abnormality. Proliferative endometrium. Minimal to moderate koilocytotic cervical atypia suggestive of human papilloma virus cytopathic effect. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: no acute abnormality in the abdomen or pelvis is demonstrated, incidental physiologic quantity of free fluid in the lower pelvis is noted. A small scar at the inferior pole of the left kidney is also noted.. Hysterosalpingogram - on (B)(6) 2015: results: migration of essure device. Ultrasound scan vagina - on (B)(6) 2016: essure coil seen on the right at the uterine fundus. Negative transvaginal pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report